Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets being used with an unspecified pump displayed an upstream occlusion (uso) alarm. The primary sets after being in the pump for 24-48 hours start to alarm upstream occlusion due to the sets being kinked off in the pump. The sets have to be taken out of the pump, massaged, and then a different part of the tubing placed back into the pump. This was identified during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed; however, the reported condition of a flow issue could not be observed through observation of the photograph. The reported condition was not verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.